Event description:
Ous MDR. Excessive shocks due to lead noise. Also removed: linox sd 65/16, MDR 1028232-2008-00333.

Manufacturer narrative:
Ous MDR. The ICD was not defective. There was no indication of a device malfunction. The molten titanium spot indicates that the clinical observation was caused by a compromised leak insulation of the hv-1 conductor. Once the hv-1 insulation is compromised, an arc over may result during a shock delivery between the ICD housing and the hv-1 conductor, causing locally molten titanium spots. This is consistent with the analysis of the lead, demonstrating that in a distance of some 24 cm distal to the is-1 connector, the outer insulation was found damaged. In particular, the outer insulation surrounding the connector cable towards the ring electrode was damaged. This lack of insulation corresponded to an increase in the electrically active surface responsible for sensing. It is reasonable to assume that this is the root cause of the observed noise resulting in the oversensing. Damage symptoms, such as those found within the scope of the analyses require the presence of excessive, continuous and localized mechanical stress such as those due to compression forces. It is anticipated that the lead had been subject to excessive mechanical force while implanted. Ligature marks on the lead body that would be helpful to estimate the position of the lead, could not be detected. Diagnostic images of the system while implanted were not avail. As an add'l fact, the proximal shock coil was found elongated. This was due to mechanical stress. Mechanical forces such as traction forces, during the explantation procedure should be taken into consideration. The analysis did not reveal any sign of a material or mfg problem.